Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An eyecare professional reported black holes during flap creation. Parts of the interface of the flap were not lasered. Error was not recognizable on the machine. Procedure was completed. Extended healing process was caused by massive manipulation to lift the flap. New information was received. No error message was recognizable on the machine. There are multiple related reports for this facility. This report addresses the patient on (B)(6) 2019 left eye and other manufacturer reports will be filed.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).